Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation the electrode belt was unable to complete incoming testing. The trunk cable knit line was broke. The root cause for damaged cable was physical abuse. No adverse event resulted from the damaged belt.